Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter/ son contacted lfs on (B) (6) 2010, alleging an insert strip issue on the patient's one touch basic enhanced meter. A medical affairs specialist (mss) contacted the reporter on (B) (6) 2010 and the reporter refused to answer any follow up questions and disconnected the call. The reporter mentioned that on the afternoon of (B) (4) 2010, the patient noticed an insert strip message on the meter and was unsuccessful in obtaining a result. The patient took their usual dosage of medication after attempting to use the meter (oral medication). The reporter did not remember whether the patient's symptoms occurred before or after the issue. The patient felt weak and was vomiting. The patient was tested on another device and the reading was 'very high". The exact reading was unknown. The reporter treated the patient with some sweets and the patient did not seek any further medical attention or contact the physician for assistance. While troubleshooting, it was noted that the patient was applying blood on the test strip before inserting it into the meter. Customer care advocate (cca) walked the reporter through the proper way of testing; however, the patient did not have test strips to verify whether the issue was resolved via troubleshooting. Products were replaced. It would have been helpful to know when symptoms occurred, what the reading was on the other meter and why the patient as treated with sweets and what the readings were prior to the event. The complaint is being reported since the reporter alleged that the patient exhibited symptoms since they were unable to test and received a "very high" result on another device.